Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous ascites drainage procedure using the navarre opti drain drainage catheter. Prior to the procedure, it was noted that the trocar needle was significantly longer than the catheter. The procedure was completed using an alternative device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. All the photos shows partial view of drainage catheter in which the thread was noted in the distal tip of the catheter. The trocar needle was noted to be protruding from the catheter tip for all the three devices. Though, the trocar needle tip was noted to be protruding in the photos, it is unsure whether the device meet specification and the issue cannot be verified without physical samples. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported the length of trocar needle is longer than catheter issue for all the three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.